Event description:
It was reported that the patient had to call paramedics in the middle of the night due to a blood glucose level of 400 mg/dl. The patient's healthcare provider observed that the personal diabetes manager (pdm) was switching from automatic mode to manual mode without triggering an alarm. Additionally, the patient reported issues with the dexcom sensor and the omnipod 5 (op5) pod, stating that they are not communicating properly and he is frequently placed in limited mode. The patient also noted that he has to place the g7 sensor on his stomach, as it is difficult for him to remove the dexcom sensor from other areas. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted. Dexcom has been notified.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.